Event description:
Patient reported right side "I have been having persistent pain and the doctor told me there was scar tissue and that I needed a biopsy." Later, patient reported, "rupture" and "exchange from a textured to smooth breast implant due to concern with the product." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, flat creases and red particles material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one sharp edge opening in the shell with stress marks and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with stress marks in the side posterior assessed as surgical impact opening. Additional, changed, and/or corrected data: b5, b6, d6b, d9, g1, g2, h3, h4, h6.